Event description:
It was reported that the stent dislodged. The 70% stenosed target lesion was located in the moderately calcified lesion. A 3.00 x 16 mm synergy xd drug eluting stent was selected for use. There were multiple attempts made to position the stent at the lesion site. The strut dislodged, and the device simply removed as one piece. The procedure completed with another device and there was no patient complications reported.